Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17oct2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the touchscreen was perforated; impact damage.the unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 19dec2018. Date of manufacturer: 19dec2018. MFR report #(2031642-2018-02223) is a duplicate of an event previously reported under MFR report #(2031642-2018-02016). Any additional information will be submitted under the initially reported MFR#(2031642-2018-02016).